Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized for an unknown reason. However, intermittent loss of capture was reported. The physician had reported that the threshold was good at <1v, r wave sensing was 10mv, impedance was 450 ohms while the output was programmed at 2v. The output was increased but the impedance rose to 2000-2500 ohms. It was later reported that this patient had experienced syncope as a result of pacing inhibition with a suspected lead fracture. The lead was surgically abandoned and a new lead was successfully implanted.